Event description:
It was reported the patient¿s therapy was not going as well as expected. It was noted the patient had problems voiding. It was reported the device location made sitting uncomfortable and sometimes stung. It was noted the patient¿s muscles were more sensitive. It was reported the patient felt stimulation at the pocket site as well as the tailbone. It was noted the patient had trouble voiding their bowels without stimulation. It was reported the patient had trouble voiding their bowels even with stimulation.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-33, lot# va0exuh, implanted: (B)(6) 2014, product type lead. (B)(4).